Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the discovered damages was traced to component failure, which is expected or random component failure without any design or manufacturing issue due to fatigue problem, problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the light guide lens was observed to have a pinhole in the cement, the pink rubber was observed to have a cut, distal end was found to have the adhesive missing at the forceps cover. There was no patient involvement.